Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. An x-ray was performed and dislodgement of the lv lead was confirmed. The lv lead was capped and replaced to resolve the event. The patient was stable with no consequences.